Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6)-2013. The physician was unaware that there was a problem with the patient¿s device or that it was protruding from the hip. They did not have it checked by anyone.

Event description:
It was reported that the patient had the implantable neurostimulator (ins) implanted in (B)(6) of 1995 and that the battery in the ins was still good but it had just moved or shifted. It was noted that for the past two weeks the patient had been falling as left leg would "give out." It was noted that the patient "could not use the left side because it was beside the battery." It was noted that the patient had fallen down multiple stairways and file floor because there was no carpet. It was noted that when this initially started about a month and a half ago, it was not much of an issue, however it had progressed. It was noted that when the patient would be sitting, his leg would go numb so he needed to keep moving around. The patient stated that he was unsure if the falling was caused by the ins. The ins was reportedly in the left hip/buttock. It was noted that about two weeks prior to report, the patient started to notice the ins was protruding, but not eroding, and he could see an outline where he could not before. It was noted that the patient had been to the emergency room (ER) and x-rays had been taken a couple days before report. It was noted that the ins was intact and not cracked. The patient reportedly noted that he had seen enough x-rays over the years to know that the ins had moved. It was reportedly not straight but cocked and the "ins top was where the bump was." It was further noted that there was an allergic reaction. The patient stated that his back and whole body hurt from falling down. It was noted that if the patient sat down for 20 minutes, he would be unable to get up. It was noted that the patient was looking to get the ins removed in 2000 but each health care professional he saw stated that they could not remove it and to call a different doctor. It was noted that the doctors stated that the patient's ins "had to come out" but that none would take it out. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information received reported that the patient¿s device ¿didn¿t work at all¿ and it ¿sucked.¿ it was noted that the patient still had concerns regarding the device or therapy. It was noted that ¿besides the pain, this was the worst experience.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had many concerns with the device or therapy. It was noted that the patient had the device "since (B)(6) 1995 and only worked 6 weeks, but no one will help him or take it out." It was noted that it was giving the patient issues at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 7433, serial# (B)(4), implanted: 1995-(B)(6), product type programmer, patient product ID neu_unknown_ext, serial# (B)(4), implanted: 1995-(B)(6), product type extension, product ID neu_unknown_lead, serial# (B)(4), implanted: 1995-(B)(6), product type lead. (B)(4).